Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> patient-device interaction (tachycardia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in d9. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Complaint coding has been updated to align with current definitions and more accurately reflect the reported event. E060109 and f1903 have been implemented. Health effect ¿ impact code f1904 has been obsoleted, as it is no longer applicable.

Event description:
Impella cp was inserted via right femoral artery in a patient of 28-year-old female for an acute myocardial infarction/cardiogenic shock (ami/cgs) indication. The patient's comorbidities were not provided. The patient's clinical state prior to initiation of support was scai shock stage e. During support, the patient experienced episodes of ventricular tachycardia, with two reported occurrences on 5/8 and 5/9. The care team reported concern that the impella device positioning may have contributed to the arrhythmia, noting that bedside echocardiography suggested the device was deep, although prior imaging reportedly showed appropriate positioning. The device was repositioned prior to the decision to explant. Troubleshooting included evaluation of device position with echocardiography and repositioning of the pump. Despite these measures, the decision was made by the clinical team to explant the device due to concern it may have been contributing to ventricular tachycardia. The device was explanted without complication, and no groin issues were reported. No laboratory values were provided. The post-procedure outcome was patient survival.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report.